Manufacturer narrative:
Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 438 mg/dl after approximately 4 hours of pod wear. It was noted that the cannula did not appear to have properly inserted into the skin at the infusion site. There was no medical intervention reported in relation to this event.